Event description:
During routine programming, a patient previously implanted with an evoke spinal cord stimulation (scs) system reported stimulation in their right upper extremity. An x-ray was obtained and confirmed a lead migration. A lead revision was completed to resolve the issue and restore therapy. It was additionally reported that the patient¿s closed loop stimulator (cls) was replaced and a newer model implanted. The reason for the device replacement was not disclosed to saluda.